Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump motor with gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Per the logs, the device was delivering morphine (15.0 mg/ml at 3.502 mg/day). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned with no information or allegation. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.